Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: a visual examination identified that the direxion hi-flo microcatheter was returned inserted in a unknown catheter. The direxion hi-flo microcatheter was flushed with saline to remove from the catheter but it could not be freed, it seemed to be jammed within this catheter. The portion of the direxion hi-flo microcatheter not inserted in the catheter was visually examined for defects at the hub and along the shaft and none were found, a test 0.021 guidewire was inserted into the hub of the direxion hi-flo microcatheter and ran smoothly through the microcatheter, however it could not exit the distal portion of the microcatheter due to a curve noted at the catheter tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device jammed and there was difficulty removing. A uterine artery embolization (uae) was being performed to treat a uterine bleed, a placental polyp was suspected. Contralateral approach was used to obtain access to the moderately tortuous uterine artery, with the use of a 4f angiographic catheter. A direxion catheter was advanced, but did not advance smoothly due to resistance at the curved section of the angiographic catheter. The physician attempted to advance the device despite resistance but the device jammed. The physician was able advance the device to the bleeding site and complete injection of non-bsc embosphere 500-700. During removal of this device resistance was encountered again. The device was removed forcibly. No patient complications were reported and the patient status was good.